Event description:
The following has been reported by the customer: several [IV] lines that were started [in operating room] have distal ports that are unable to be accessed. No adverse events reported. More information is needed to complete the investigation.